Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was echo-dense vegetation observed on the implantable pulse generator (ipg) system. The device and leads were subsequently explanted. No further patient complications have been reported as a result of this event.